Event description:
It was reported that the epg (external pulse generator) was missing a knob and was last calibrated ten years prior. The epg was returned for repair and calibration. There was no patient involvement. It was subsequently analyzed and tested out of specification.

Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: analysis confirmed the reported event. One control knob was found to be missing. Analysis also found the heart block and two battery latches were contaminated, the upper/lower cases, two control knobs, battery drawer, two side bail covers, and the ring cover were broken, and the high rate cover was missing. (B)(4).